Event description:
A biomedical engineer was completing routine testing on the ventilator and recorded that the minimum inspiratory pressure was 50cmh2o. The maximum inspiratory pressure was also recorded as 50cmh2o. The inspiratory pressure control and expiratory control were set to the minimum with the flow recorded as 10 lpm. The ventilator had just been at the MFR for overhaul. The failure occurred as an out-of-box failure.

Manufacturer narrative:
The ventilator was returned to the MFR for eval. The evaluator recorded the initial readings of the ventilator upon start-up of the device. Further testing could not take place. The evaluator opened the back cover and found that the tubing had been pinched by the back cover of the device which caused the reported failure. A discussion with the quality inspector found that after a ventilator is overhauled it is tested by quality assurance with the back cover open. The cover is then closed and the device given to the shipping department (if it passed the testing. Based on the info provided by the evaluator and confirmed by the quality inspector, the tubing became pinched when the cover was placed on the device after time of overhaul.